Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery approximately 18 years ago. Patient recently developed pain and poly wear is evident on x-ray, patient was revised.

Manufacturer narrative:
Primary surgery approximately 18 years ago. Patient recently developed pain and poly wear is evident on x-ray. Surgeon revised cup 16.11, removed femoral head and inserted a new cup and head. The implants that were removed are: duraloc 300 sz 48mm cup, 22mm poly liner, size 11 elite plus stem and sz 22mm zirconia head. Patient outcome post surgery: unknown. (B)(6). Patient activity levels and relevant patient pre-existing conditions/ comorbidities: unknown. Pre op x-rays are available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.